Event description:
Account alleged that the bed exit doesn't place an audible alarm at the bed.

Manufacturer narrative:
Account replaced the piezo to resolve the issue. Pursuant to our response to warning letter (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.